Manufacturer narrative:
Product complaint#: (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Description of event, symptoms, manifestation of reaction infection did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? =>unk was the issue noticed during first activation? Unk. Was the new drain placed surgically during a second procedure? Unk. Could you please provide the lot number? Unk. Could you kindly perform and document the follow-up attempt for the product return? The device shipped. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2026 and a drain was used. During surgery, the drainage fluid leaked from between the drain and the adapter after inserting the drain and connecting it to the bag when suction was started. The damage was found when the drain tube was checked. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.